Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.

Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6) 2015. During the procedure, the impactor fractured. The patient did not retain a foreign body and the fractured piece was discarded. There was no delay in the procedure.